Manufacturer narrative:
Investigation: customer returned three (3) 29gx12.7mm, 0.3ml syringes (two from lot 7289884 and one from lot 8316886). Consumer reported a needle with its shield was detached from the hub. All three returned syringes were examined and it was observed that two syringes (one from each returned lot number) exhibited a needle hub/shield assembly separated from the syringe barrel; no damage to the barrel tips was observed. Needle hub separation was not observed on one out of the two returned syringes from lot 7289884. A review of the device history record was completed for batch #8316886. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch # 7289884 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200723406, 200723405] noted for cracked hubs. Batch 8316886: process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #49339 was created for raised shields. The needle assembly guide was worn. Corrective action: the needle assembly guide on the main dial was replaced. CAPA#1122103 was initiated. Batch 7289844: process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: notification 200723406 was created for cracked hubs. Corrective action: the dial spring assembly was moved down. CAPA#1122103 was initiated.

Event description:
It was reported that bd ultra-fine¿ insulin syringe needle and shield detached from the hub. This occurred on 3 occasions before use. The following information was provided by the initial reporter: a needle with its shield was detached from the hub.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8316886, medical device expiration date: 2023-11-30, device manufacture date: 2018-11-12, medical device lot #: 7289884, medical device expiration date: 2022-10-31, device manufacture date: 2017-10-16. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra-fine¿ insulin syringe needle and shield detached from the hub. This occurred on 3 occasions before use. The following information was provided by the initial reporter: a needle with its shield was detached from the hub.